Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom of drainage was noted. It was unknown what caused the infection and nothing happened during the procedure that could have contributed. No device malfunction was suspected. The patient was placed on antibiotics and underwent an explant procedure.